Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Confirmed emi oversensing leading to inappropriate shock. Concomitant medical products: 407652 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was using a power washer by the side of their house and had recently had electrical wiring done there. The patient was standing in a puddle and was electrocuted with an exit wound near their right wrist and was knocked back five feet. The implantable cardioverter defibrillator (ICD)&#1288;en inappropriately shocked the patient in response to the external electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.